Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h6, and h10. The reported event was not a malfunction of the device but that the device had been used on a patient with a confirmed case of creutzfeldt-jakob disease (cjd). After that, the subject device have been used on another patient. The device is returned and an evaluation completed for it. Incidental observations for the device are: light cover glasses are chipped with adhesive worn; optical cover glass adhesive is worn; distal end adhesive is lifting; colored rings of aspiration housing and air/water housing are worn; switch is worn; aspiration channel, brush passage, and biopsy channel have interference with brush/treatment device; angle in all direction is not to specification; knobs have play; and air water channel volume has blockage due to damage with water removal is not to specifications. These are not reportable malfunctions for the device. Per the legal manufacturer there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the suggested event was suspect of prion contamination on the subject scope with creutzfeldt-jakob disease (cjd), not defect of the scope. Relationship between the suggested event, positive culture test, and the subject device could not be determined due to the following: ·the user facility was not informed at the procedure that the subject patient was confirmed with cjd. Therefore, we consider that it was inevitable the subject device being used for the patient. ·there is no fact that the device caused cjd infection to the patient. Moreover, cross contamination via the scope to other patients was not reported, either. ·there is no information that the death of this patient involves the subject scope. As stated in the instructions for use (reprocessing manual), it clearly states to dispose the scope used for patients with suspicion of cjd, or use the scope for cjd patients only as follows: prions, which are the pathogenic agents of the (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, the customer was referred to their specific country's guidelines.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Olympus contacted the customer to request the post-mortem report and the relationship between the patient's death and the olympus devices. The facility responded the olympus devices did not cause or contribute to the patient's death. The facility will not provide the post-mortem report.

Event description:
Additional information has been provided by the customer: the post mortem results confirmed the patient had cjd but not the variant. Public health informed the facility the endoscope could be put back into service and used for procedure. The post mortem report has not been provided to date.

Manufacturer narrative:
The supplemental report is being submitted to provide additional information from the customer and a correction. New information added to b5. The corrected information is g3: the initial event date is 28oct2021.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer contacted olympus to inform olympus they received notification of a patient diagnosed with creutzfeldt-jakob disease (cjd). Per health protection surveillance centre - public health department representative, the facility was informed: based on the fact it is a sporadic case of cjd, the following applies to us [the facility] in endoscopy. It is seen to be a low risk as a result of the diagnosis , 93%, complete diagnosis cannot be made until autopsy results are available. Public health also advised this is considered a low risk issue and have not declared it an incident. The potentially positive cjd patient is currently living. In addition, the facility informed olympus four endoscopes had been used on the potentially positive cjd patient in (B)(6) 2021. One of the four endoscopes had already been returned to olympus service for repair. On (B)(6) 2021, the customer confirmed the endoscopes had been used on an unknown number of patients after use on the potential positive cjd patient and reprocessing. The endoscopes are quarantined. No patient infections reported to date. The endoscopes and patients have not been tested or cultured. The customer provided the cleaning, disinfection & sterilization practices for the subject device. The pre-procedure device check was performed. Precleaning was performed immediately after the patient procedure and water was aspirated through the instrument/suction channel with a suction pump until the aspirated liquid becomes clear. The air/water channel was flushed with water and air by using mh-948. The auxiliary water channel was flushed with water. The subject device was manually cleaned and al reprocessed accessories did not have any defects. It was less than 30 minutes from pre-cleaning to manual cleaning. The subject device was leak tested and performed in accordance with the instructions for use (IFU). The manual cleaning detergent was endohigh by (B)(4). The instrument/suction channel, suction cylinder, and instrument channel port were points brushed. The detergent was aspirated through the instrument/suction channel and the brush was inserted into the instrument channel from the suction cylinder. The flushed channel was checked: a/w channel, instrument/suction channel, auxiliary channel, and forceps elevator wire channel. The flushing was done with accessories described in the IFU. The automated endoscope reprocessor (aer) name is wd440pt by (B)(4). The detergent is endohigh and the disinfectant is endohigh paa, both by (B)(4). The program used was wash-dis. Filtered water is used for the aer. After the aer process, a clear system is established to avoid any mix-ups/cross-contamination of contaminated and reprocessed endoscopes/accessories. A drying cabinet is used for endoscope storage. All removable parts are detached from the endoscope. The subject device is stored up to 168 hours until the next procedure. There were no findings about the handling of the accessories. The date of the potentially positive cjd patient's procedure was (B)(6) 2021 with the subject device for a repeat colonoscopy due to the previous colonoscopy failure because of poor bowel preparation. No other information about possible contamination routes other than the endoscope. The microbiological test for the patient is not available. Olympus last provided processing training on 15jan2020. The patient, endoscope, and aer were not tested for microbial contamination. This event is being submitted as a reportable malfunction due to the suspicion of cross-contamination with the endoscopes. This event includes 4 reports: patient (B)(6) - pcf-h290dl, (B)(4) for an unknown number of patients. Patient (B)(6) - pcf-h290dl, (B)(4) for an unknown number of patients. Patient (B)(6) - gif-hq290, (B)(4) for an unknown number of patients. Patient (B)(6) - cf-hq290l, (B)(4) for an unknown number of patients. This report is 2 of 4 for patient (B)(6) - pcf-h290dl, (B)(4) for an unknown number of patients.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information has been provided by the customer: the patient who was identified as potentially positive for creutzfeldt-jakob disease (cjd) has passed away on an unknown date. The autopsy results are pending to confirm cjd disease. The patient death is not related or linked to an olympus device. No additional information has been provided to date regarding the unknown number of patients who had procedures involving the subject device that had been used after use on the potentially positive cjd patient.